Event description:
It was reported that a vented high-volume inlet had black foreign matter "in or on" the connector. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection along with magnification was performed and a loose brown fibrous foreign particle matter approximately 0.10 square millimeters was found on the outside surface of the soft inlet connector inside the unopened primary packaging. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.